Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced infusion site was leaking or feels wet and had just changed it was last night, which cause the patient blood glucose elevated to 324 mg/dl, therefore patient had received manual injection. The infusion set was in use for 3 hours. No further information available.